Event description:
Reportedly, several small linty substances were observed on three leaflets before implant. On (B)(6) 2012, a magna ease 3300tfx 21mm was cleaned to prepare for aortic valve replacement (avr) to correct aortic stenosis and regurgitation (asr). The doctor checked the valve and found several green or blue linty substances at the inflow aspect of the leaflets. The sales rep was participating at the surgery, so the doctor asked the sales rep to see this substance. When the customer and sales rep pulled the linty substances, the leaflets moved and it was unable to pull the substances out, so they thought these substances were deeply embedded in the valve and the doctor decided not to use this valve.

Manufacturer narrative:
The results of the chemistry report and the returned device were reviewed by engineering. A total of 4 filaments were successfully removed from the leaflets and given the designation a, b, c and d. The filament designated as filament a, which appeared to be blue and approximately 6mm in length, showed similar absorption characteristics to polyester like material. Polyester is a common material found in edwards' cleanrooms and operating rooms, and can be found in materials such as cleanroom and sterile wipes. The filament designated as filament b, which appeared to be brown and approximately 1mm in length, was impossible to evaluate as the microscopic size of the filament did not yield any results in the ir analysis. Chemistry concluded the ir spectrum of the filament designated as filament c, which appeared to be blue and approximately 4 mm, showed similar absorption characteristics to cellophane like material. Cellophane is a thin, transparent sheet made of regenerated cellulose, and is a common material in edwards' cleanrooms and operating rooms as it can be found in clear packaging bags and adhesive tapes. Filament d, which appeared to be blue and approximately 3 mm, was inadvertently lost during the transfer of the sample from the microscope platform to the sample cassette. The filaments found on the leaflets are all materials that are common in cleanroom and operating room settings. However, it is unlikely that the device left manufacturing with the observed particulates on the leaflets as each valve is visually inspected and functionally tested prior to packaging. During manufacture of the heart valves there are inspection steps which check for general appearance and inspect the leaflets under magnification per pericardial valve inspection procedures. (B)(4). Although the source of the polyester and cellophane materials cannot be conclusively determined, through investigation we have determined the material most likely did not come from an edwards' cleanroom. Therefore, it is highly unlikely that the particulate observed in the complaint was due to the manufacturing processes.

Manufacturer narrative:
Evaluation summary attached: on (B)(6) 2012, report of several small lint like substances were observed on three leaflets was confirmed. Brown and blue filaments were evident at the cusp area of all three leaflets at the inflow aspect. The filaments vary in size and measure to approximately 2-6mm. As received, the valve was attached to the holder. No suture holes were detected in the sewing ring. Particulates were isolated and sent to chemistry for analysis. Method: x-ray. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Report from chemistry is pending. No patient information was disclosed by the surgeon or hospital.